Event description:
Customer reportedly received results of 111 mg/dl and 359 mg/dl within 10 minutes on the advantage system. The next day he received results of 111 mg/dl and 225 mg/dl on the same device within 10 minutes. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional concomitant medical products and therapy dates:finasteride 5mg once daily - 4 years